Manufacturer narrative:
This report is for an unk - screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, there were a couple of broken screws that were removed on (B)(6) 2021, stainless steel vsp that was implanted in 1990. The patient was having pain, and they were going to remove the hardware and put another hardware, l2 and l5 the original is l3 and l5. This report is for one (1) unk screws. This is report 2 of 2 for complaint (B)(4).